Manufacturer narrative:
A customer reported that when testing their AED, the shock value is lower than 135 joules and failed self test. Review of the log files from the AED showed the AED recorded a partial shock was delivered. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED shock value is lower than 135 joules and failed self test. They reported this did not occur during patient use.